Manufacturer narrative:
Manufacture date cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.

Event description:
A pt implanted with a prodisc l was revised due to discomfort. This is two of three reports for the same event.